Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. No blank display noted during testing. Successfully downloaded history files and traces using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. On the event date of (B)(6) 2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 18 u and dailytotalofbolusinsulindelivered = 11.6 u which is equal to the dailytotalofallinsulindelivered = 29.6 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 30-jan-2026, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 01/27/2026 from 05:55:49.000 until 11:33:00.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (______ mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case behind the pump at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Blank display not confirmed. Cosmetic damage was confirmed at the case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. Also, the customer reported the crack on the battery case tube side and the blank display issue. The customer reported a blood glucose value of 410 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. The event involved products mmt-1880l, mmt-332a, and unomedical. Troubleshooting was performed for the cosmetic damage, and the crack was impacted the pump's functionality. Troubleshooting was performed for the blank display, and the display returned after being blank for less than 30 seconds. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a and unomedical. Mmt-1880l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.